Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint for the m61 wheelchair being damaged by fire. The underlying cause was identified as the joystick extension cable was caught in the elevating seat limit switch, which caused the joystick extension cable to shear in two and short out the cable. The shorted cable was the source of ignition. Due to the damage on the wheelchair, it was difficult to establish the wire routing of the chair. An on-board battery charger was sent out to be added onto the m61. The service manual states ¿m61 wheelchairs only-secure the joystick cable using the clip on the top shroud¿. If the joystick extension cable was properly routed and clipped to the top shroud, it would not have got caught in the elevating seat limit switch. Furthermore, the m61 service manual includes instructions on replacing the on-board battery charger and shows where to tie-wrap the battery charger connector cable.

Manufacturer narrative:
The original unit included an on-board charger which was replaced by the dealer. The fire damage makes it difficult to do a detailed exam, however it appears that during servicing the wiring was routed on the wrong side of the battery box causing the elevate actuator switch to rub against it causing a short where the fire started. If additional information becomes available upon completion of the evaluation the file will be updated.

Event description:
The provider states; the end user was sitting in the m61 power chair when it stopped working. He tried to get the chair to move, by putting his hand down by the motors and it felt extremely hot, she states he got out of the chair allegedly it was on fire underneath the seat with flames coming out both sides of the seat. The chair burned to the ground. Provider states the chair is being sent to the va so they can do an inspection then returned a.s.a.p for inspection by them.